Manufacturer narrative:
No UDI justification: this device was manufactured before the UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display blanked out. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
During the investigation the technician discovered that the customer attempted repair of the device. As a result of the device being tampered with, the root cause could not be firmly established. The lcd color cable will be replaced. The device will be recertified and returned to the customer. Analysis fo reports of this type has not identified an increase in trend.